Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant, and stretching.

Event description:
It was reported that during an implant procedure, the physician had difficulty placing the lead due to the patients challenging anatomy. With the lead placed it was noticed via fluoro that the lead had a sharp bend and the physician was concerned about possible lead damage. While removing the lead the lead may have become overstretched, and a different competitive lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).